Manufacturer narrative:
(B)(4). This lead was retained by the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was uncontrolled pocket bleeding during an implant procedure. The cause of the pocket bleeding is undetermined, however it was suspected that an artery was cut when the sheath and/or lead were inserted to gain access. Subsequently, the implant procedure was abandoned and the patient was sent to the operating room to address the pocket bleeding. This lead was never in service and no additional adverse patient effects were reported.